Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the acetabular grater handles are not springing back into place and the graters are disengaging in the patient.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Investigation summary: no instrument associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: it was reported that the acetabular grater handles are not springing back into place and the graters are disengaging in the patient.